Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia with blood glucose rising after dinner to a peak of 265 mg/dl, with no observable infusion set issues and no available replacement supplies; the patient was advised to monitor and switch to backup therapy if elevation persisted. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no assistance required, and no hospitalization. Investigation included review of the reported event details and user troubleshooting actions. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no confirmed device malfunction or component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.